Event description:
It was reported that this implantable pacemaker exhibited high pacing thresholds and high out of range pacing impedance measurements after device configuration from unipolar to bipolar. At this time, no changes have been performed. This device remains in service. No adverse patient effects were reported.